Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an issue with the cobas it 1000 software and a patient ID. The nurse tried to scan the bar-coded wristband for the patient (patient a) with an accu-chek inform ii meter and the information that appeared was for a different patient name and date of birth (patient b). The patient ID number is the same and the medical record number is the same. Multiple inform ii meters were used to scan the same wristband and the same issue occurred. The bar-code label that was on the patient¿s paperwork was scanned and the same issue occurred. The patient tracking system was checked for the information related to patient b. It was determined patient b was not currently a patient in the system and there was no record that patient b was ever a patient in the system when the customer queried the it 1000 software for patient a with the known patient ID and medical record number, the information for patient b is displayed. No adverse event occurred. Investigations are ongoing.

Manufacturer narrative:
The customer has one cobas it 1000 server for 4 sites. The customer originally stated they do not reuse patient ID's across the 4 sites and the cobas it 1000 server was set up for multisite installation with that understanding. The investigation determined the customer provided incorrect information and the customer does in fact reuse patient ID's across the 4 sites. This is why an incorrect patient was displayed on the inform ii meter and incorrect patient details were sent to the cobas it 1000 by the hospital information system (his). The his was sending messages to modify patient details for a patient ID that already existed in the application thus changing the demographics associated with the patient ID. The cobas it 1000 application works as designed. A mix up at the customer's his meant that the same patient ID was being assigned to more than one patient. The device did not malfunction.